Event description:
Had lasik surgery on (B)(6) 2017 at (B)(6) in (B)(6). Day after surgery, I visibly noticed something was not right, though I could see, what I was seeing was not right. I was off balance, nauseated and had a hard time focusing. Informed the surgeon and the dr at the practice. They did not seem concerned, rather that it would go away. That nausea, having trouble focusing has not gone away. To make matters worse, 10 days post-op. I began experiencing the worse dry eyes ever. As a healthy (B)(6) woman, never having issues with chronic dry eyes, this was horrible. I returned to work at 1 wk, only to call in sick and take short term disability for the first time in my life, due to having trouble seeing/focusing, vomiting at work, severe dry eyes that required eye drops 45 mins to 1 hr. Every "side effect" was not stressed on severely long term complications were never informed to me. When issues were brought up with the surgeon, he filed to empathize and denied claims of nausea. Not one test was performed for dry eyes, even after complaints; 2.5 months now post-op, I go to a new optometrist as I am fed up with not seeing properly and worse than I did prelasik. Low and behold, I am overcorrected in my left eye and undercorrected in my right eye, which the office failed to inform me. It is the answer to my problem, unfortunately, conventional solutions that worked pre-lasik, are no longer solutions for me. Soft contacts, my left eye will not take it. The cornea is too flat and feels like a shard of glass is placed in it when the contact was in. Right eye takes it, but can only be worn for a mere 3-4 and then my friend, dry eye is there, red large bright vessels to greet everyone. Glasses, can't even get a proper prescription since the left eye overcorrection strength keeps fluctuating. Surgeon's office doesn't want to compensate for the unsuccess because what only matters to them is that I am 20/20 on the acuity chart, even though my vision is crap and they have my money. They are happy with being thieves and criminals to the human race and butchering healthy eyes.